Manufacturer narrative:
Concomitant medical products: model 4000m. (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was undergoing a trial for intrathecal drug delivery. The catheter was implanted together with a port (by another manufacturer) for trailing on (B)(6) 2020. The patient was monitored during the trailing phase and showed response on morphine. The trailing was regarded as successful and implant for the pump was scheduled for (B)(6) 2020. During this procedure, it was observed that the catheter was not connected to the port anymore and drug was present in the port pocket. The exact date that the disconnection occurred was unknown, but was between (B)(6) 2020 (date of trial implant) and (B)(6) 2020 (date of procedure for pump implant). It was indicated that no diagnostics/troubleshooting was performed and that there were no environmental/external/patient factors that may have led or contributed to the issue. The trailing port was explanted (as was planned), and the catheter was connected to the new pump. It was reported that therapy with the pump had been successful as of (B)(6) 2020. It was stated that a representative of the trailing port manufacturer mentioned that the port was not compatible with catheters without suture to the catheter connector. At the time of the report, it was unknown if the issue was resolved (please note this is conflicting with the report that therapy with the new pump had been successful), and the patient status was alive without injury. No patient complications were reported or anticipated.